Event description:
On (B)(6) 2012, an event was reported to cormatrix cardiovascular involving a pseudoaneurysm and the cormatrix ecm for carotid repair product. The surgeon stated that the pt was implanted with the corematrix ecm for carotid repair on (B)(6) 2012. Eight months later, in (B)(6) 2012, the surgeon observed the formation of a 2.5cm pseudoaneurysm. Although the surgeon recommended that the pt undergo a reoperation, the surgeon stated that the pt was reluctant to have a second surgery. As of (B)(6) 2012, the pt had not undergone a reoperation. A cormatrix representative checked with the hospital where the original surgery had been performed to see if any surgeries were scheduled for this pt. She found that, to date, no surgeries had been scheduled. The cause of the pseudoaneurysm is unk.